Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette; one inch of air in the patient line. This occurred during initial drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the caregiver with ending the therapy session and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the caregiver. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.